Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage in the cable unit, multiple white dots visible in the image, and rust on the coupler unit, and minor water leakage observed from switches and focus ring. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation of image flickering/noise during movement of the cable unit was due to a defective cable unit, while the multiple white dots observed in the image during the investigation were likely due to a defective charged coupled device unit. However, for the leakage identified in the switches, focus ring, and cable unit, as well as the corrosion observed on the coupler unit, a definitive cause could not be established. The event could be prevented by following the instructions for use, which state that the equipment should be protected from impact with hard surfaces and from being dropped during transportation or movement between locations, cleaned using a soft, clean cloth, and operated under proper power conditions with adequate grounding and no voltage fluctuations. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image was flickering during set-up involving an olympus camera head. There were no reports of patient harm.